Manufacturer narrative:
Concomitant medical products: 3830-59 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced due to a suspected fracture. No patient complications have been reported as a result of this event.